Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. During visual inspection, the latch roller was found to be damaged. The cause of the condition could not be determined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During product evaluation by a field service technician, a flogard infusion pump was found to have a damaged latch roller. There was no report of patient involvement. No additional information is available.